Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
The patient received the exeter short stem in a revision surgery. The stem was later reported as being re-revised due to infection.